Manufacturer narrative:
Date rec'd by MFR: 28jun2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 10jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the nav-ring was defective. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.